Event description:
It was reported that the procedure was to treat a 90% occluded lesion in the proximal left anterior descending artery with moderate tortuosity and heavy calcification. The 2.5 x 12 mm nc trek balloon catheter was advanced and inflated to 12 atmospheres (atm), but ruptured on the first inflation. A new nc trek balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.